Manufacturer narrative:
Product has not been received for evaluation to date.

Event description:
Reporter noted forceps "popped", creating a hole in retina. Pt had choroidal hemorrhage underneath macula. During same procedure, surgeon drained area and did fluid/gas exchange.